Event description:
Pt reported obtaining back-to-back blood glucose results, of 130 mg/dl and 262 mg/dl on the advantage test system. Pt took an extra 5 mg of glyburide based upon the blood glucose result of 262 mg/dl. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.